Event description:
During a two level balloon kyphoplasty procedure (levels unspecified), a curette was used to scrape and score bone inone of the vertebral bodies. Upon removal of the cannula used to provide the curette access to the vertebral body, a small amount of clear spinal fluid was seen coming out of the incision indicating that the dura mater was torn. The treating physician extended his incision and sealed the tear. The procedure was completed without further difficulty. Subsequently the patient reported significant back pain relief and no symptoms related to the dural tear.